Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a 10mmx3.00mm wolverine cutting balloon was inflated to 10 atmospheres (atm) twice. During the second inflation the balloon ruptured. The device was exchanged for another of the same and the procedure was completed. No patient complications were reported.